Event description:
It was reported that during a planned upgrade procedure, an insulation anomaly was observed on the right ventricular lead. The lead was explanted and replaced during the planned procedure. No patient symptoms were reported.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 7.3 cm to 7.4 cm from the connector pin, which exposed the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device.